Event description:
The physician was attempting to use an endeavor resolute drug-eluting stent during a procedure to treat a lesion. There was no damage to packaging, or issues noted when removing the device from the hoop. The device was not inspected prior to use. During the procedure the device could not cross the lesion. The physician noted that stent struts were damaged. No intervention or patient injury reported. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the distal stent segments with struts raised. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.